Manufacturer narrative:
Only month and year is valid in the event date. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis. Procedure: plif (posterior lumbar interbody fusion) levels implanted: l4/5. It was reported that post-op, the pedicle screw was deviated on the right side of l5. The pedicle screw was replaced on (B)(6). Patient complications were reported as unknown. No further information was provided.